Event description:
The customer reported via phone call that they were admitted hospital emergency medical service due to diabetic ketoacidosis on (B)(6) 2022 with blood glucose of over 500 mg/dl. The customer's current blood glucose was 233 mg/dl. The customer did not experience any symptoms of high blood glucose such as confusion, feeling sick, flu like headache, altered vision and unable to breathe and it hurts in the shoulder. The customer was treated by intravenous insulin drip. It was unknown whether the customer was using auto mode or not. Customer reported the positive results for ketone test. No further complications were reported. Troubleshooting was successfully performed; however, the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Event description:
Customer reported that her black retainer ring was not damaged and the reservoir can lock in place. She said emergency medical service was dispatched and she was hospitalized for high blood glucose over 500mg/dl and diabetic ketoacidosis on (B)(6), 2022 at 08:00. Customer was confused, feeling sick/unwell, had flu-like symptoms, had headache, was tired/weak, had altered vision/vision changes, was unable to breathe, and it hurt in the shoulders. Customer tested positive for ketones. Customer was treated with insulin drip. Pump was used at the time of the incident. Per customer, auto mode was used. So, per customer, sensor was used.